Event description:
Affiliate reports the cranioblade has broken during the cranial bone cutting. Another larger blade had to be used ("acracut"). Risk of damage of the dura meter and heavy bleeding.

Manufacturer narrative:
Codman has requested return of the device. Upon completion of the investigation, a follow up report will be filed.